Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the loading unit was fully applied and the interlock was engaged. Additionally, the cartridge cover and knife blade were disengaged and missing from the device. A test single used loading unit (sulu) was loaded into the returned device for functional testing. The instrument and tests ulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the stapler locked and it was not possible to use.